Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported an odd noise that sounded like air trying to move through a narrowed space was heard by the extracorporeal membrane oxygenation (ECMO) specialist. Troubleshooting was attempted by removing the water lines, aggressively sighing the sweep multiple times, drawing off the pre- and post-ox pigtails, and changing out the gas line and filter. The only thing that changed the sound was decreasing ECMO flows which caused the sound to get quieter. There was no evidence of any fluid leak such as blood or plasma, or blood frothing or bubbles internally. As the shift progressed the sound became continuous until it was figured out the compressing the belly of the oxygenator near the blood outlet caused the sound to stop transiently. The centrimag settings were 5500 rotations per minute (rpm)s and flow at 5.8 liters per minute (lpm). Laboratory values during evaluation of the noise pre-ox: 7.42/55/42/36/75, post-ox: 7.45/48/219/34/100 and patient: 7.55/38/170/33/100 (all 3 drawn at 18:45 on (B)(6)2025, just prior to the changeout. Post-ox done earlier in the day after the whistling was noticed was essentially the same as this one). The circuit was exchanged. The patient tolerated the procedure well and this resolved the situation.

Event description:
It was additionally reported that the sound was noticed less than 24 hours after initiation. There was no diagnosis of who risk group 4 or 3 such as avian flu, sars-cov-2 etc. There was no diagnosis of who risk group 1 or 2 (non-infectious substance) like adeno-associated virus (aav) types 1 through 4, clamydiae, e-coli etc.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: intermittent noise was confirmed through the submitted video, which was reportedly coming from the oxygenator. Although a specific root cause for this finding could not be conclusively determined, functional testing of the returned oxygenator by the manufacturer (eurosets) found that the device was compliant with the technical specifications. Review of the submitted video confirmed a high pitch/frequency noise while the oxygenator appeared to be in use. The noise stopped when the body of the oxygenator was squeezed/compressed by hand. The noise started again after the oxygenator was released. The oxygenator was returned to abbott where an initial visual inspection was performed that revealed no obvious abnormalities. The oxygenator was then forwarded to the external manufacturer (eurosets) for investigation. The production documentation for the oxygenator was reviewed by the supplier (eurosets), and it was confirmed that all tests from the production process were compliant with the technical specifications. The production process test is applied to 100% of the devices. A functional test of the oxygenator was performed by eurosets on a test circuit with bovine blood and found that the oxygenator was compliant with the reference values. Eurosets concluded that the technical investigation confirmed that the claimed device was compliant with the technical specification and for that reason they were not able to confirm the complaint. Eurosets communicated that this event will be monitored within the eurosets trend reporting and in case of adverse trends, further investigation and/or corrective actions will be carried out. The production documentation for the eurosets oxygenator, lot number 10453708, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d9 - corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
This issue was confirmed to be entirely with the oxygenator so the centrimag pump would not be returned.